Manufacturer narrative:
Concomitant medical products: evolutr-34-us valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) due to external interference. Troubleshooting was performed with no resolution. The device remains in use. No further patient complications have been reported as a result of this event.